Event description:
Consumer reported via social media that upon removal she had an unspecified number of tampons fall apart inside her vaginal cavity and she had to manually remove the pieces. An attempt has been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.

Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.